Event description:
It was initially reported by a company representative that a vns patient underwent generator replacement surgery due to end of service of the generator. The explanted generator was returned to the manufacturer and underwent analysis. Analysis of the returned generator indicated the reported end of service was confirmed. However, it was noted that supply current tests did not meet functional specifications. These measurements demonstrate an increased current consumption for the device, potentially contributing to a premature end of life condition. A battery life estimation resulted in 1.28 years remaining before the eri flag would be set. The increased current consumption was isolated to a leaky capacitor. With the capacitor substitution for a bench capacitor, the pulse generator module performed according to functional specifications. No patient adverse events were reported due to the capacitor being out of specification.